Manufacturer narrative:
(B)(6). The pump was not returned to animas. Pump settings and delivery history were reviewed and confirmed as accurate. There is no evidence of a mechanical pump failure. The patient used refrigerated insulin to fill the cartridge and noticed air bubbles. The owner's booklet instructs the user to always fill the cartridge with room temperature insulin.

Event description:
The patient's mother reported that the patient's blood glucose level was 500 mg/dl and the patient was taken to the hospital on december 30. He was admitted to the hospital and stopped pump therapy and put on an IV drip. His blood glucose level is reportedly back at target and he was not ill prior to his blood glucose elevation. The patient's insulin cartridge was reportedly filled with cold insulin and there were bubbles in the insulin cartridge. The pump settings and delivery history were reviewed with the reporters and confirmed as accurate.